Manufacturer narrative:
This event will be updated once investigation is completed.

Event description:
Allegedly, patient was revised due to mom complications.

Manufacturer narrative:
The products were returned to the manufacturer on the specified date. The device code was corrected for this follow-up report.

Event description:
Allegedly, patient was revised due to mom complications.